Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) interlink paclitaxel sets, in which "leaking under drip chamber" was detected on unknown date(s). No patient involvement, injury or adverse event is reported. No further information is available at this time.